Manufacturer narrative:
The control box of the lift was replaced.

Event description:
It was reported to hill-rom about a mobile lift with a malfunctioning emergency stop. When the emergency stop is pressed you can still run the lift. No injury reported.